Event description:
The customer reported multiple motor error alarms and the insulin pump shutting off. Troubleshooting was performed, and the insulin pump failed the displacement test. Advised that the insulin pump would be replaced. Nothing further was reported.

Event description:
Caller reported patient blood glucose results of 44 mg/dl on inform system 1, 79 mg/dl on inform system 2 within 10 minutes. Reported no adverse event relative to discrepancy. A request was made for the return of the strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch is for inform system 1. (B) (6).